Event description:
It was reported that a guidewire fracture occurred. A 200cm x 10cm fathom-14 guidewire was selected for use. During unpacking, it was noted that the device was broken. No patient complications were reported.